Manufacturer narrative:
(B) (4).

Event description:
Procedure type: lap hernia repair. According to the reporter: unit was inserted in usual manner. When the telescope was passed through the port, the protective flange which surrounds the telescope dislodged and passed down through the port into the extra-peritoneal space in which the surgeon was working. The flange was retrieved and there was no harm ot the pt. This event did not result in tissue damage or pt injury. The event did not cause more than 250cc of unanticipated blood loss and the case was not delayed more than 30 minutes as a result of the problem. Another device was applied. No pt injury was reported.